Event description:
It was reported that the label was missing with a bd syringe 5ml ll bns. The following information was provided by the initial reporter: the boxes below have been delivered without label. 19002678 ¿ 10229 ¿ 301027 ¿ 1400ea. 19002679 ¿ 10229 ¿ 301027 ¿ 4200ea. 19002679 ¿ 10232 ¿ 301073 ¿ 1600ea. 19002680 ¿ 10232 ¿ 301073 ¿ 1600ea.

Manufacturer narrative:
H.6. Investigation: five photos displaying a total of six bulk non-sterile boxes were received and evaluated. Four of the boxes had the numbers visible, 159, 160, 251 and 104. One of the boxes appeared to be resealed and had an unknown, handwritten label attached to the top. Based on the orientation of the boxes in the photos, two were confirmed to be missing labels, which was rejectable per product specification. Potential root cause for the missing label defect is associated with a gap in procedure and improper application. It is likely the label was no applied properly. The procedure was updated to reflect how to properly apply the label to the box and all associated were retrained as of 2/4/2020. DHR could not be performed as the lot# is unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the label was missing with a bd syringe 5ml ll bns. The following information was provided by the initial reporter: the boxes below have been delivered without label. 19002678¿10229¿301027¿1400ea, 19002679¿10229¿301027¿4200ea, 19002679¿10232¿301073¿1600ea, 19002680¿10232¿301073¿1600ea.